Event description:
A laparoscopic nephrectomy was performed on a patient using hem-o-lok xl polymer clips. The surgeon was attempting to ligate the renal artery and the clip would not close. The surgeon then attempted to remove the clip from the ligation site when the "hook" part of the clip created a small tear in the rear portion of the artery. The surgeon corrected the tear by ligating two(2) weck mlx hem-o-lok polymer clips to the site. Minimal additional surgery time required to apply two (2) mlx clips.